Event description:
The astron self-expandable stent system was selected for treatment of a mildly calcified lesion (60% stenosis degree) in a moderately tortuous part of the proximal iliac artery. After pre-dilating the lesion, an attempt was made to implant the stent. The stent delivery system was removed from its packaging and flushed, then inserted into the introducer sheath. The stent was advanced toward the lesion. However, after advancing approximately one-fifth of the way, the stent became stuck and could not be advanced further. Despite multiple attempts, the stent remained stuck, there was no choice but to withdraw the stent. A stent of the same model was used to complete the procedure.